Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the open r781 resistor caused or contributed to the patient death because the system was able to detect vt/vf on the date of event. In addition, the latest available ECG recording ((B)(6) 2023 03:39:22:pm) indicates both ECG leads were functional as they were able to acquire a cardiac rhythm.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an appropriate treatment which resulted in post shock asystole and three non-lifevest defibrillations. The device was started up at 20:41:49 on (B)(6) 2023. At 15:33:20 on (B)(6) 2023, an arrhythmia was detected. ECG shows vf with motion artifact. At 15:33:56, the patient received the appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. The post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 15:39:30, an arrhythmia was detected. ECG shows vf with motion artifact and electrode lead falloff. The patient received a non-lifevest defibrillation 19 seconds into the detection sequence. At 15:39:49, the patient received the first non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillations was vf with motion artifact and electrode lead falloff. Post shock rhythm was sinus bradycardia @ 40 bpm with CPR/motion/tactile artifact and electrode lead falloff. At 15:40:50, an arrhythmia was detected. ECG shows sinus tachycardia @ 130 bpm with CPR/motion artifact and electrode lead falloff transitioning to vt @ 270 bpm with CPR/motion artifact and electrode lead falloff. Motion artifact and electrode lead falloff prevented the lifevest from the treating patient. At 15:41:03, the patient received the second non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillations was vt @ 220 bpm with CPR/motion artifact and electrode lead falloff. Post shock rhythm was in sinus tachycardia @ 130 bpm with CPR/motion artifact and electrode lead falloff. At 15:42:29, an arrhythmia was detected. ECG shows sinus rhythm @ 60 bpm with CPR/motion artifact and electrode lead falloff transitioning to vf with CPR/motion artifact and electrode lead falloff. Motion artifact and electrode lead falloff prevented the lifevest from treating the patient. At 15:42:55, the patient received the third non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillations vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was in sinus tachycardia @ 120 bpm with CPR/motion artifact and electrode lead falloff. At 15:44:09, an arrhythmia was detected. ECG shows vf with varying rates/amplitudes, CPR/motion artifact and electrode lead falloff. Varying rates/amplitudes, CPR/motion artifact and electrode lead falloff prevented the lifevest from treating the patient. The electrode belt was disconnected at 16:03:32 on (B)(6) 2023.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an appropriate treatment which resulted in post shock asystole and three non-lifevest defibrillations. The device was started up at 20:41:49 on(B)(6) 2023. At 15:33:20 on (B)(6) 2023, an arrhythmia was detected. ECG shows vf with motion artifact. At 15:33:56, the patient received the appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. The post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 15:39:30, an arrhythmia was detected. ECG shows vf with motion artifact and electrode lead falloff. The patient received a non-lifevest defibrillation 19 seconds into the detection sequence. At 15:39:49, the patient received the first non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillations was vf with motion artifact and electrode lead falloff. Post shock rhythm was sinus bradycardia @ 40 bpm with CPR/motion/tactile artifact and electrode lead falloff. At 15:40:50, an arrhythmia was detected. ECG shows sinus tachycardia @ 130 bpm with CPR/motion artifact and electrode lead falloff transitioning to vt @ 270 bpm with CPR/motion artifact and electrode lead falloff. Motion artifact and electrode lead falloff prevented the lifevest from the treating patient. At 15:41:03, the patient received the second non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillations was vt @ 220 bpm with CPR/motion artifact and electrode lead falloff. Post shock rhythm was in sinus tachycardia @ 130 bpm with CPR/motion artifact and electrode lead falloff. At 15:42:29, an arrhythmia was detected. ECG shows sinus rhythm @ 60 bpm with CPR/motion artifact and electrode lead falloff transitioning to vf with CPR/motion artifact and electrode lead falloff. Motion artifact and electrode lead falloff prevented the lifevest from treating the patient. At 15:42:55, the patient received the third non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillations vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was in sinus tachycardia @ 120 bpm with CPR/motion artifact and electrode lead falloff. At 15:44:09, an arrhythmia was detected. ECG shows vf with varying rates/amplitudes, CPR/motion artifact and electrode lead falloff. Varying rates/amplitudes, CPR/motion artifact and electrode lead falloff prevented the lifevest from treating the patient. The electrode belt was disconnected at 16:03:32 on (B)(6) 2023.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.